Manufacturer narrative:
(B)(4).

Event description:
It was reported the customer called in regards of an error 8 on the fiber-optic source (fos) board. The physicians switched to an external arterial pressure (ap) signal. The field service engineer evaluated the pump and replaced the fos pcb (printed circuit board).

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis. The reported complaint of "system error 8 alarm" was confirmed by the field service technician. The fos pcb was replaced by the field service technician and the issue was solved. The fos pcb failure was most likely the cause of the reported complaint. The root cause of the fos pcb failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any developing trends.

Event description:
It was reported the customer called in regards of an error 8 on the fiber-optic source (fos) board. The physicians switched to an external arterial pressure (ap) signal. The field service engineer evaluated the pump and replaced the fos pcb (printed circuit board).